Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported receiving a reading of 300 mg/dl on his pxtra meter and self-dosing with insulin based on that reading, which resulted in loss of consciousness. The paramedics were called and treated him on the scene with glucose injection. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.